Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that upon extubation, the balloon of this endotracheal tube would not deflate. It was noted that there was a component missing of the balloon valve. The removal of the tube resulted in a lesion on the vocal cords. No additional adverse patient effects were reported.